Event description:
It was reported that this recently implanted right ventricular (rv) lead had exhibited an increase in capture thresholds. The rv lead was revised and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this recently implanted right ventricular (rv) lead had exhibited an increase in capture thresholds. From chest x ray, dislodgement was suspected. The rv lead was revised and remains in service. No additional adverse patient effects were reported.